Event description:
(B)(4). Initial and follow-up information received on (B)(6) 2009 respectively were processed together: this non-serious spontaneous case report from (B)(6) was reported by a nurse via a company representative and forwarded by our local affiliate ((B)(4)). This case is associated to case (B)(4) by reporter. This case involves a female patient (age nos) who developed nodules after receiving poly-l-lactic acid (sculptra) therapy (dates of therapy nos). The small nodules were located "within the orbital rim, underneath the eyes." Corrective treatment, if any, was not reported. Event outcome is unknown. A ptc (pharmaceutical technical complaint) was initiated: (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related.

Manufacturer narrative:
Conclusion: no faults detectable. Reporter's causality assessment: not provided.